Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during blood draw, the butterfly tubing and vacutainer became disconnected, resulting in blood leaking from tubing. The vacutainer seemed to separate as the patient was giving blood. The butterfly was removed from their arm and the point of entrance for needle was covered and bandaged. There was a patient involvement and there was no patient harm.